Event description:
It was reported that when the nurse "removed the (PICC) catheter stiffener-wire, it became deformed and peeled, splitting into several threads." There was no report of patient harm, injury or adverse health consequences. The patient's current condition was reported as "fine". Good faith efforts were made to obtain further information regarding the reported device issue. A total of three documented attempts were made to contact the user facility; however, no response or additional information was received.

Manufacturer narrative:
(B)(4)